Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be getting hysterectomy in april') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced multiple sclerosis ("multiple sclerosis"), pelvic pain ("pelvic pain"), back pain ("low back pain"), abdominal pain lower ("awful cramps"), genital haemorrhage ("heavy bleeding") and vomiting ("random vomiting") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned hysterectomy to remove essure). At the time of the report, the multiple sclerosis, pelvic pain, back pain, abdominal pain lower, genital haemorrhage, vomiting and medical device removal outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, medical device removal, multiple sclerosis, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I will be getting hysterectomy in april') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced multiple sclerosis ("multiple sclerosis"), pelvic pain ("pelvic pain"), back pain ("low back pain"), abdominal pain lower ("awful cramps"), genital haemorrhage ("heavy bleeding") and vomiting ("random vomiting"). The patient was treated with surgery (planned hysterectomy to remove essure). At the time of the report, the medical device removal, multiple sclerosis, pelvic pain, back pain, abdominal pain lower, genital haemorrhage and vomiting outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, medical device removal, multiple sclerosis, pelvic pain and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.